Event description:
The customer reported that the unit alarmed and shut down while in use on a patient. The customer reported that there was no patient harm. The manufacturers service technician reported the ventilator operated to specifications during evaluation and testing. The reported event was not duplicated. Performance verification testing was completed and tests passed per operating specifications.